Event description:
It was reported that during a laparoscopic cholecystectomy several clips scissored when applied to the cystic duct and artery. The scissored clips had to be removed and other clips reapplied. The same event had occurred with two more devices previously that day in laparoscopic cholecystectomy procedures. A total of three devices were involved and from fdc10 kits. There was no patient consequence. Two devices were discarded and one device will be returned for analysis.